Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss that resulted from cylinder break. Additional information received stated that the patient was fine after surgery.